Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign debris that was found protruding from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction related to h3 (¿no¿ was selected in error on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). There was no physical damage at the place where the foreign material remained. The root cause of the foreign material remaining in the subject device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.